Event description:
It was reported that patient underwent hip procedure approximately two years ago. Patient complained of pain and revision procedure was performed in 2008. Acetabular cup and modular head components were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device found damage on the bearing surface. The damage appears to be grooves that have been worn into the head indicative of third body particles or recurrent contact of the head against the shell outside of the polished area of the shell. There were no observations noticed during the examination of the returned components that would explain why the patient had reported pain during the time, the components were implanted in the patient.